Event description:
It was reported that the driveline (dl) was damaged on a previous repair.  It was stated that during the inspection 2-3 cm before the end of the old repair, the dl outer sheath broke. It was therefore decided to completely repair the dl for patient safety. After completion of the repair, the dl cover was inspected and could be withdrawn without any problems. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record confirmed that the associated device met all requirements for release. Review of (B)(6) ¿s service history records indicated that the device was previously serviced and the repair actions were verified. Log file analysis revealed a slight increase in power consumption on (B)(6) 2024 to parameters above normal operating range. The alarm file covering the analyzed period was not available for analysis. This is an additional finding not related to the reported event. On-site inspection of the driveline cable as well as visual evidence provided revealed damage to the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the damage to the driveline outer sheath was likely a progression of previously reported damage. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the device may have caused or contributed to the high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.